Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that an ar-6480 pump was noise and had a high output of fluid. This was discovered during a procedure. Patient suffered inflammation in the leg due to the high output of fluids.